Manufacturer narrative:
Physio-control further evaluated the device and reproduced the reported issue. Physio then replaced the system pcb assembly. The removed system pcb assembly was evaluated. Physio determined that the cause of the reported issue was due to process residue around pcb-mounted jack connector, designator j31 on the system pcb assembly. This process residue caused a partial short between pins 23 and 24 of pcb-mounted jack connector, designator j31, which then caused the service led on the device to go on, and the device not to power on. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
The follow-up medwatch report indicates: physio-control further evaluated the device and reproduced the reported issue. Physio then replaced the system pcb assembly. The removed system pcb assembly was evaluated. Physio determined that the cause of the reported issue was due to process residue around pcb-mounted jack connector, designator j31 on the system pcb assembly. This process residue caused a partial short between pins 23 and 24 of pcb-mounted jack connector, designator j31, which then caused the service led on the device to go on, and the device not to power on. A replacement device was provided to the customer under warranty. The follow-up medwatch report should indicate: physio-control further evaluated the device and reproduced the reported issue. Physio then replaced the user interface pcb assembly. The removed user interface pcb assembly was evaluated. Physio determined that the cause of the reported issue was due to process residue around pcb-mounted jack connector, designator j31 on the user interface pcb assembly. This process residue caused a partial short between pins 23 and 24 of pcb-mounted jack connector, designator j31, which then caused the service led on the device to go on, and the device not to power on. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4)

Event description:
It was reported to physio-control that the customer's device could not be powered on during the daily test. There was no patient use associated with the reported event.